Event description:
Information was received from a manufacturer's representative regarding an external device. The reason for call was medtronic representative reports the recharger is getting warm where the cord connects to the paddle. Recharger is getting warm to the touch. Manufacturer representative (rep) reports the patient keeps losing connection to the implanted neurostimulator and is not moving. This began about 8 months ago. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
B3: event date was asked and it is unknown. Section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial#: (B)(6), UDI#: (B)(4); product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.